Event description:
It was reported that when the patient¿s pump was replaced in (B)(6) 2013, he ended up in the emergency room because of baclofen withdrawal. The patient stated that the pump ¿just stopped working¿ and they didn¿t hear an alarm. The patient stated his concerns were resolved. The pump was used to infuse hydromorphone and baclofen (unknown). No outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8709sc, lot# n181899005, implanted: (B)(6) 2009, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).